Manufacturer narrative:
Evaluation of this complaint confirms it is associated with a previously confirmed issue. The ticket being investigated reported discrepant patient results (false positive) with non-sigmoidal unusual/abnormal curves. These abnormal curves were not invalidated and incorrectly provided patient samples with a positive result when using the alinity m resp-4-plex amp kit (list 09n79-090 and 09n79-096). Non-sigmoidal curves are not expected to produce positive results. Therefore, this investigation will also be dispositioned as confirmed. Specification not met: while the runs were valid and met assay specification requirements, a product deficiency was identified based on the interpretation of the patient samples. Positive results are expected to generate a sigmoidal curve. False positive discrepant patient results identified in this complaint exhibited non-sigmoidal unusual/abnormal curves. These abnormal curves were not invalidated and incorrectly provided patient samples with a positive result. Non-sigmoidal curves are not expected to produce positive results. Abbott molecular determined that a field corrective action should be taken via approval of 493-risk. This action was communicated to the FDA on november 6, 2021 as a draft 806 report and a request to review letter content. Urgent field safety notice /field correction recall (fa-am-dec2021-264) and a technical service bulletin to provide customers background on the issue, potential impact and necessary actions was issued. The following mdrs were also reported as related to fa-am-dec2021-264: 3005248192-2021-00110 follow up report 2; 3005248192-2021-00406; 3005248192-2021-00367 follow up report 1; 3005248192-2021-00313 follow up report 1; 3005248192-2021-00361 follow up report 1; 3005248192-2021-00402 follow up report 1; 3005248192-2022-00077; 3005248192-2021-00152 follow up report 1; 3005248192-2021-00126 follow up report 1; 3005248192-2021-00381 follow up report 1.

Manufacturer narrative:
Elevated complaint investigation will be conducted. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number.

Event description:
Customer reported discrepant results on the alinity m resp-4-plex assay for the flua, flub and rsv targets. The customer reported a sample generated a false positive result for flua, flub, and rsv. The amplification curves were abnormal, and the sample was retested on genexpert, which generated negative results the false positive results were not reported outside of the laboratory, and there was no report of impact to patient management. This incident is being reported to FDA because the incident occurred in france using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval. Abbott molecular has received emergency use authorization of the alinity m resp-4-plex assay (eua (B)(4)) and therefore is obligated to report to FDA any suspected occurrence of false positive or false negative results and significant deviations from the established performance characteristics of the product of which we become aware. Although false positive results on flua, flub and rsv are not likely to cause or contribute to death or serious injury, this alinity m resp-4-plex false positive complaint will be deemed reportable.